Event description:
On (B)(6) 2014, primary surgery was performed for a fracture of right side olecranon. At that time tension band wiring fixation was performed, stryker product was not used. 3 weeks after the surgery, a dislocation of the fracture was found and revision surgery using variax elbow plate was performed on (B)(6) 2014. On (B)(6) 2014 dislocation of the fracture was found again. Loosening of locking screw was also confirmed. Second revision surgery is not planned at present.

Manufacturer narrative:
Evaluation summary: the reported event of dislocation could not be confirmed. The device is still implanted and no radiographical assessment or any other relevant information has been provided. Based on currently limited information, the reported malfunction appears to be unrelated to a device failure. More detailed information as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
On (B)(6) 2014, primary surgery was performed for a fracture of right side olecranon. At that time tension band wiring fixation was performed, stryker product was not used. 3 weeks after the surgery, a dislocation of the fracture was found and revision surgery using variax elbow plate was performed on (B)(6) 2014. On (B)(6) 2014 dislocation of the fracture was found again. Loosening of locking screw was also confirmed. Second revision surgery is not planned at present.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted